Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the distal tip of the guidewire detached and fell inside the patient's duodenum. It was reported that the tip of the metal corewire was not exposed. The detached fragment was retrieved using biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2013 that the distal tip of guidewire had detached, exposing the corewire tip and making this a reportable event.

Manufacturer narrative:
Reported event of guidewire tip detachment, exposing the metal core wire tip. A visual examination revealed that the pebax partially detached and was damage, exposing approximately 0.6 cm of the metal core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. There was no evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specifications. The complaint is consistent with the returned device that the pebax section detached and was damage, exposing the tip of the core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage,also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.